Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) obtained the additional information from olympus europa se & co. Kg (oekg) that the reported phenomenon occurred before the procedure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In addition, omsc confirmed that the subject device was manufactured before the operational amplifier circuit design change of the printed circuit board as a countermeasure. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information from oekg, and as a result of omsc investigation, there was the possibility that this phenomenon was attributed to the failure of the operational amplifier on the electrical circuit board. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing, it was found that the image of the subject device gradually became poor quality then the image disappeared when evis 180 series videoscope was connected to the subject device. When the videoscope cable of the subject device was wiggled, the image was restored, but when another videoscope was connected to the subject device, the image was not displayed. Then, the videoscope cable of the subject device was replaced with another one, but the problem was not resolved. In addition, it was found that the connection between the video connector of the videoscope cable and the video connector socket of the subject device was loose. There was no report of patient injury associated with this event.